Event description:
It was reported that prior to the implant procedure it was noted that the outer packaging of the implantable cardioverter defibrillator (ICD) was opened and the sterile package inside was removed. It was additionally noted that the lid of the package was opened. The ICD was not implanted due to concerns about compromised sterility. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.